Manufacturer narrative:
The ge service rep replaced the power supply. No injuries were reported.

Event description:
The customer reported that the mainframe lift column was not functioning. No injuries were reported.